Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
The patient was diagnosed with an infection at the rns system incision site. A wound washout was performed and the rns system ferrule was replaced. No additional information was provided by the treating center.